Event description:
It was reported the study patient was bending forward and felt a stabbing pain in the back. After this, the patient reported it was tender around the ipg incision site. The patient went to the emergency room due to the pain, and it was reported the blood pressure was elevated. The x-ray showed no anomalies. Follow up identified the issue resolved, and it was reported the issue may have been a muscle strain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.